Manufacturer narrative:
An event regarding crack/fracture involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as device details, return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Now for almost 1 month suddenly pain in the area of the lower leg, with feeling of instability. In the x-ray examination, a fracture in the transitional area of the intramedullary anchorage of the stem in the distal third of the lower leg appears on the left side. The skin intact over it, no significant swelling, no local or focussed signs of inflammation, status post splitting graft, status post gastrocnemius lobes during revision surgery.